Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm last year. Aneurysm and vessel morphology are unknown. It was reported that on an unknown date this year, the patient was noted to have a type ii or type iii separation endoleak. No intervention has been performed but is being considered by the physician. The patient is being monitored by the physician. No clinical sequelae were reported.

Manufacturer narrative:
Date of event is unknown. Results: inherent risk of procedure (endoleak). Lack of information, unknown cause of event. Conclusion: lack of information, unknown cause of event.